Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that their right ventricular (rv) lead exhibited far p over-sensing, with their rv lead picking up signals from the right atrial lead. No intervention was performed. The patient's condition was unknown.